Manufacturer narrative:
Continuation of d10: product ID: 977a260 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported by the family member that the patient was getting an error message when they try to turn the intensity up on all the programs. Caller said the message said unable to provide desired therapy. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the manufacturer representative and patient stated that there was high impedance on the 0-7 lead. Contacts 2-7 were between 30000-40000 ohms. The patient's remote would not let them increase the therapy. The programming was moved to the other lead. The cause was not known and the issue was ongoing.